Event description:
A (B)(6) reported 31 human subjects were implanted with the vbr small (aka add) device and 4 patients were implanted with addplus device for single and multilevel cervical corpectomy [(B)(4)] a (B)(4) (13 cases) resulted in subsidence >3mm, (B)(4) (14 cases) reported solid fusion, (B)(4) (16 cases) developed radiological adjacent segment disc (asd) disease, (B)(4) (4 cases) developed symptomatic asd, and (B)(4) (2 cases) required re-operation. Two cases developed neurologic deterioration (including 1 cases of c5 palsy), 3 cases had plate/screw device failure.